Event description:
The customer stated: the operating room staff reported incident of broken blades during surgery. This was reported on the total hip pack. Neither patient injury nor medical intervention has been reported.